Manufacturer narrative:
Unit was received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. Unit was tested with a water fill test reservoir. No air bubbles anomaly noted. Unit was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. No failed battery test, low reservoir alarm, or any alarm noted. Unit had minor scratched lcd window, scratched case, cracked battery tube threads, cracked reservoir tube lip, and scratched reservoir tube window. (B)(4).

Event description:
The customer's father reported via phone call that for the past three weeks his blood glucose level was around 300 mg/dl to 400 mg/dl. The customer went into a diabetic ketoacidosis at school. The customer treated his blood glucose level with a bolus. Empty air pockets were present along the tubing length. The reservoir also had air bubbles. The insulin pump alarmed failed battery test multiple times. The insulin pump alarmed failed battery test again after troubleshooting. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.